Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of dissection and treatment of surgical exposure are listed in the instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was achieved with two proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to a 9f then 16f and the tavi procedure was completed. Reportedly, the 16f sheath was removed and the sutures were tightened over the wire at the 10 o'clock and 2 o'clock positions; however, hemostasis was not achieved. The suture of a third proglide device was successfully deployed at the 12 o'clock position; however, hemostasis was not achieved. The 16f sheath was reintroduced in the arteriotomy and cut down procedure was performed. No hematoma was observed; however, a longitudinal distal dissection was noted on the lcfa. The dissection was surgically repaired and hemostasis was achieved via surgical suturing. It was suspected that the dissection was caused by the 16f sheath. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.